Event description:
The patient had 2 leads (from the same lot) implanted as part of her axium neurostimulator system. It was reported the patient experienced ineffective stimulation with the utilization of the 2 implanted leads. The physician elected to implant an additional lead in order to provide the patient with effective therapy. Reportedly, the implantation of another lead resolved the issue.